Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during charging, the implantable cardioverter defibrillator went into backup operation with no backup defibrillation only. No further information was available. The patient presented to clinic on (B)(6) 2018, where a device download reverted the device back to normal operation. The patient was stable.